Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a pre-operative diagnosis of a lead malfunction. The lead was capped. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a pre-operative diagnosis of a lead malfunction. The lead was capped. No patient complications have been reported as a result of this event. It was later reported that the lead malfunction was an insulation failure.